Manufacturer narrative:
E1: initial reporter phone no.(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. It contained 4700 mg 5-fluorouracil (5fu) and 149 ml normal saline (ns) having total volume of 243 ml. After two days of infusion, there was remaining volume which had not been delivered to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 25, 2023 - october 26, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.